Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file was provided for review. Our review of the data file showed that during the event, the user pressed the shock button prior to the device fully charging and advising a shock advised prompt. The log also indicates that when the user pressed the shock button after the device was fully charged and had issued the shock advised prompt, the device sucessfully delivered the shock. Analysis of reports of this type has not identified an increase in trend.